Event description:
It was reported that the clinician who inserted the spring wire guide, inadvertently released it and it entered the pt's vascular system. The guide wire was remvoed in interventional radiology. There were no further complications.